Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer fault 117", "pacer fault 116", "pacer disabled", "defib fault 72" and "defib disabled". Complainant indicated that there was no pt involvement in the reported malfunction.